Event description:
Same case as 2134265-2018-60618. It was reported a perforation and pericardial effusion occurred. An intellamap orion mapping catheter and an intellatip mifi oi ablation catheter were selected for use during a paroxysmal atrial fibrillation ablation procedure. It was planned to perform right pulmonary vein (rpv) isolation from left pulmonary vein (lpv) isolation. When the transition to rpv isolation was performed following lpv isolation, the a pressure decreased. Echocardiography confirmed pericardial effusion and a pericardial drainage was performed. Red blood cell (rbc) and fresh frozen plasma (ffp) transfusions were performed, but did not stop the bleeding; therefore, surgical intervention took place. A hole was found in the left superior pulmonary vein (lspv) ante. The patient was getting better and recovering. There had been no device issues during the procedure. The perforation and effusion were "likely" due to excessive ablation.

Event description:
Same case as 2134265-2018-60618. It was reported a perforation and pericardial effusion occurred. An intellamap orion mapping catheter and an intellatip mifi oi ablation catheter were selected for use during a paroxysmal atrial fibrillation ablation procedure. It was planned to perform right pulmonary vein (rpv) isolation from left pulmonary vein (lpv) isolation. When the transition to rpv isolation was performed following lpv isolation, the a pressure decreased. Echocardiography confirmed pericardial effusion and a pericardial drainage was performed. Red blood cell (rbc) and fresh frozen plasma (ffp) transfusions were performed, but did not stop the bleeding; therefore, surgical intervention took place. A hole was found in the left superior pulmonary vein (lspv) ante. The patient was getting better and recovering. There had been no device issues during the procedure. The perforation and effusion were "likely" due to excessive ablation. Additional information received reported that the ablation catheter and another manufacturer's ring catheter were inside the patient when the adverse event occurred. Both the ablation catheter and the ring catheter were used with other manufacturers' sheaths. No resistance was felt while manipulating the orion. The device was returned for analysis. There were no visible abnormalities. The device passed the curve test and there were no issues deploying the array. Electrical testing was performed and the device passed the test; magnetic sensor resistance and inductance measurements were within specification. The device passed all relevant testing.